Event description:
Literature was reviewed titled 'long-term comparison of rotational and directional atherectomy outcomes in patients with femoropopliteal lesions.' This retrospective chart review was conducted from january 2017 to december 2023. Multiple manufactures devices were used in the procedure. Medtronic devices included hawkone atherectomy- lx model used in the directional atherectomy group. No device or procedure-related deaths, major amputations, or thromboses were observed in either group. Adverse events reported included dissection, stenosis and thrombosis.

Manufacturer narrative:
Literature ref: doi: 10.1177/17085381241275801 a2:average age a3a: majority sex medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.